Manufacturer narrative:
The insulin pump was received missing end cap sticker, slightly loose drive support disk, cracked case at display window corners and minor scratches on lcd window. The insulin pump was received with corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the back of the insulin pump had cosmetic damage. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.